Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the side door switch was not closing . Removing the door cover and closing the covers resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the pendant of the imaging system displays door open and would not disappear though the gantry door is closed. There was no patient present at the time of the issue.